Event description:
It was reported they ¿jerry-rigged¿ the device and they had to keep the patient in isolation due to ¿being under anesthesia for over 5 years because they had the wrong parts.¿ it was noted the anesthesia had done something to the patient¿s brain and it took 6 months of recovering for the patient to be back to normal. Additional information received corrected that the patient was under anesthesia for over 5 hours and not 5 years. .

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0225421v, implanted: (B)(6) 2002, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3387-40, lot# j0225421v, implanted: (B)(6) 2002, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type: extension. (B)(4).